Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the rubber plunger piece is stuck to the sides and is warped at the bottom.

Manufacturer narrative:
Submission date: 08/15/2018, an investigation was performed for the reported customer complaint: ¿the customer states the rubber plunger piece is stuck to the sides and is warped at the bottom.¿ the lot number was provided but determined to be invalid. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.